Event description:
It was reported that this right atrial (ra) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found deformed helix and dried body fluid from the helix housing. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.